Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set's tubing came out at the quick release. It had happened with two infusion sets. Reportedly, when the patient woke up and went to move the pump, it was observed that it was not connected, and it looked like the tubing came off from the connecter. The site was on the leg. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.